Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 7040254/7082172/7085618/7085694.

Event description:
It was reported that the patient developed an infection at the midline incision site as well as the left flank where the extensions were exiting the skin. Oozing of the fluid was also noted. The physician believed that the infection was not device or procedure related. The patient was hospitalized and was placed on antibiotics. The physician flushed the incision out and all components were explanted. The patient was doing well postoperatively and the explanted devices will not returned.